Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3057. (B)(4).

Event description:
Information was received from a trial patient who had an external neurostimulator (ens). The patient reported that she had multiple back issues relating to her back/fusion/rods. The patient also reported that one of the leads may have migrated. The patient reported that she switched sides on the day prior to the report due to not feeling stimulation. Additional information was received from the patient and it was reported that the patient was not happy with the results, possibly due to multiple back surgeries/rods/nerve damage. No further complications anticipated.